Event description:
It was reported that a "square piece of material" was noted in the syringe after drawing up liquid.

Manufacturer narrative:
It was reported that a "square piece of material" was noted in the syringe after drawing up liquid. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. A photo was provided for review and the reported foreign particulate was confirmed. No physical sample was returned for evaluation. In an abundance of caution, and in response to an FDA 483 issued for cfn (B)(4) on 22-jan-2024, this medwatch is being filed. If additional relevant information becomes available a supplemental medwatch will be filed.